Manufacturer narrative:
The device history record for the lot number provided will be reviewed. The sample related to this report is currently in transit and anticipated for investigation. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the tracheostomy tube's cuff would not remain inflated. The tube was removed and the pt was recannulated with a new unspecified model of tube.